Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reason. This ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reason. This ra lead was replaced. No additional adverse patient effects were reported. Additional information indicated that there was nothing from the report or in the device data to suggest an ra lead anomaly.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.